Manufacturer narrative:
Other, device evaluation: one cadd legacy pump was returned for analysis. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. Investigation unable to repeat customer's reported problem. According to the investigation, the pump displayed no disposable and high-pressure alarm messages after pump started found in the pump's event history logs. Investigator recommended the pump downstream occlusion sensor to be replaced.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited continuous alarm. No reported adverse effects.